Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd veritor plus analyzer displayed positive results catalog number: 256065, serial number: (B)(6). Analyzer was not returned for investigation. No investigations were performed on this analyzer and therefore the root cause is not determined. Based on this evidence the complaint is unconfirmed. DHR for veritor plus analyzer, serial number: (B)(6) was reviewed and nonconformances related to this failure mode were not revealed in manufacturing during final testing. The device was released conforming. Bd quality will continue to monitor trends associated with this complaint.

Event description:
It was reported that while using the bd veritor ¿ plus analyzer japan there was a discrepant result. The analyzer gave a negative result although the positive line was observed on the plate. The customer repeatedly inserted the plate and got two positive and two negative results. No patient impact was reported. The following information was provided by the initial reporter: according to the customer's report, the analyzer gave a negative result although the positive line was observed on the plate. As the customer repeatedly inserted the plate, it gave positive results 2 times, and negative results 2 times.

Event description:
It was reported that while using the bd veritor ¿ plus analyzer japan there was a discrepant result. The analyzer gave a negative result although the positive line was observed on the plate. The customer repeatedly inserted the plate and got two positive and two negative results. No patient impact was reported. The following information was provided by the initial reporter: according to the customer's report, the analyzer gave a negative result although the positive line was observed on the plate. As the customer repeatedly inserted the plate, it gave positive results 2 times, and negative results 2 times.

Manufacturer narrative:
In this MDR, bd ds headquarters in (B)(4) has been listed in sections manufacturer name, city and state and MFR site as fukushima is an OEM manufacturing site. Medical device expiration date: unknown. Device manufacture date: unknown .a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.